Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.

Event description:
Customer reported that a message displayed on the icp express unit screen that "no transducer detected". Add'l info received revealed that one of microsensors (82-6631) was implanted and explanted on the following day. The 2nd microsensor with catheter (82-6653) was opened but never used, and was disposed of by the hospital. It was also noted that the dr believes that the problem was with the icp express cable.